Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a procedure to treat a 5cm malignant colonic stenosis in the descending colon, performed on (B)(6), 2010. According to the complainant, there was a huge resistance felt while attempting to deploy the stent. The stent was removed from the patient, and they were able to release about 2cm of the stent with resistance. A second attempt to deploy the stent was made inside the patient, however the stent could not be deployed. The stent was able to be reconstrained with difficulty, and was removed from the patient. The anatomy was reported as not tortuous. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed a reportable event based on the investigation results; stent, partially deployed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed. A kink was present in the clear outer sheath of the stent and the blue outer sheath was stretched and accordioned. A bend was noted in the stainless steel shaft. During analysis, some resistance was felt when an attempt was made to retract the outer sheath by hand and deploy the stent, however it was possible to reconstrain and fully deploy the stent. No issues were noted with the profile of the deployed stent; however, the inner lumen was kinked. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.